Event description:
It was reported that during the implant procedure, it was difficult to obtain acceptable sensing/pacing thresholds, with multiple repositions and acute dislodgements. The atrial lead was eventually left in use. The next day during device check, it was noted that the lead had dislodged, with failure to capture also noted. The physician elected to explant the lead and cap the atrial port. The lead was noted to be part of the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m55 lead, implanted: (B)(6) 2014. (B)(4). Evaluation summary: analysis was performed and no anomalies were found, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth; full lead returned and analyzed.

Event description:
The event resolved without sequelae.